Event description:
Caller states that due to high readings he received on his device, he scheduled a lab comparison. He reports that the lab reading was 91mg/dl and that his device read 190mg/dl. Caller reported no time frame between tests. No treatment was reportedly received. No control solution was used.requested return of the suspect device and replacement was sent.